Manufacturer narrative:
The investigation for the reported cannula kink issue has been completed. The impella device was not received from the customer and therefore, an evaluation of the device was not possible. However, clinical details provided were sufficient to determine a root cause. The cause of the issue was patient condition related. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. The pump was successfully placed. However, when removing the peel away sheath the pump collapsed onto itself and kinked. The physician was unable to recross the valve, despite multiple attempts to pull the pump out of the body the pump was unable to unkink. The decision was made to remove this pump and replace it with a new impella pump, which was successfully placed. There was no patient harm reported.